Event description:
Physician was attempting to place a hemodialysis (hd) line in groin and internal jugular (ij). The wire that comes in the trialysis hd kit shredded after placing the catheter over the wire and attempting to remove the wire from the pt. The treatment was delayed as another attempt needed to be made to place catheter. This did not cause serious harm to the pt.

Manufacturer narrative:
The complaint of a frayed guidewire was confirmed, use-related. The product returned for evaluation was one 20cm power trialysis catheter with its guidewire. The catheter contained moderate blood residue. The guidewire, however, was severely unraveled and was returned in four segments, revealing the core wire at both ends. Five kinks were also seen in the guidewire. Both weld tips were found among the guidewire segments, and the distal tip of the guidewire was identified by the "j" shape of the exposed core wire. Microscopic examination of both weld tips revealed blood residue and breaks of the core wire at its weld sites. The break surfaces were angled with a granular texture and slight material necking. All lumens of the catheter were patent to infusion with blood residue emanating from the power infusion lumen. An attempt to thread a comparable, non-complainant guidewire through the catheter was successful and unremarkable. Tactile evaluation of the returned guidewire revealed high elasticity at both weld tips, consistent with the absence of an intact core wire. The presence of blood residue and evident detachment of the core wire from both weld tips was consistent with damage of the guidewire by retracting the wire against the needle bevel, a scenario corroborated by the reported event description. An lhr is not possible, as no manufacturing lot number info has been provided by the complainant.